Event description:
The customer reported to baxter corporate product surveillance of an unknown buretrol IV set in which a no flow was detected. The buretrol was being used due to the IV pump recall. The amount in the buretrol was not noted. The unknown IV pump beeped a couple times upstream occlusion. Tape was found on the IV tubing so thought it was just a tubing issue. The reported noticed the amount in buretrol wasn't going down and asked another nurse what the issue could be. The other nurse indicated that the ball is becoming lodged in drip chamber. The ball was wedged down in chamber not allowing it to flow. The process step for this condition is unknown. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted. The device used in this situation is unknown; therefore, it does not contain a us 510k number.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.